Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  added: g3 and h6 (patient). Corrected: h6 (device). No code available (3191) is used to capture limb asymmetry.

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised due to dislocation and some mild settling of the femoral component. Acetabular component mispositioning oversized component. Operative note reported aspiration of fluid in the joint, had leg length discrepancy and decrease rom. X-rays reported anteverted acetabular component with very little bone stock and oversize component. Doi: (B)(6) 2015 dor - apr 29, 2016; right hip (2nd revision).